Event description:
Information received from the swift prime clinical study, subject: (B)(4). On (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. One day post procedure, the patient had non-serious mass effect, non-serious hi type 2 hemorrhagic transformation, and non-serious cytoxic edema. No treatment was given for these events and they all resolved on (B)(6) 2014. The events were considered procedure related. The patient had a 90 day visit on (B)(6) 2014 and no new adverse events were noted. The patient was reported to be living at home.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4).